Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 21 mg/dl at the time of the incident. The customer was at 144 to 79 mg/dl at the time of the call. The customer used juice and was given glucagon gel to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer reported bleeding at site after sensor insertion. The customer had been taking aspirin. The insulin pump will not be returned for analysis.